Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of the index procedure. An isleeve introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty, according ot the instructions for use(IFU). Next, subsequent deployment of a 27 mm lotus edge valve into the correct anatomical location was performed. The subject was discharged on clopidogrel the following day. Post procedure event summary: 5 days post index procedure, electrocardiogram(EKG) revealed left bundle branch block. The event was treated with placement of a temporary pacer overnight. The event was considered recovered the following day.